Event description:
01/2002 received medwatch reguarding an issue with the old line pressure alarm for o2. Maintenance mechanic, was performing a routine preventive maintenance check of oxygen alarm panels throughout "che". Upon checking the panel in building 3 basement, recreational therapy computer room, the panel was discovered not functioning. The panel was removed from the wall where it was discovered that all internal components had evidence of being charred and burned.. The internal components were replaced with spare parts salvaged from another panel as this item is obsolete from the manufacturer. The panel was placed back in service.